Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 16 mg/dl. The customer stated that they experienced unexplained high blood glucose levels of 500 mg/dl/ the customer decided to take their infusion set off and go to sleep. The then woke up three hours later with repertory failure and hypoglycemia. The customer's husband called the paramedics who transported the customer to the hospital. The customer was treated with a pipe going down their throat. The customer was assisted with troubleshooting their insulin pump and the device passed the test functions. The customer did not return the product back for analysis.